Event description:
The report stated that during open microwave liver ablation procedure, the dr reported that soon after activating the antenna, the black part seemed to flake off some and then cling to the green part. The dr did not seem to be concerned, he only wanted to point it out. The possibility exists that some may have fallen in the pt. Two antennas were used. See report 1717344-2008-00239 for 1st needle in case.

Manufacturer narrative:
The device has been returned and is under eval. When the investigation is completed, a f/u report will be sent.